Event description:
Resident was being transferred from a wheelchair to bed with medi-lift. She was in sling with one leg of the lift under the wheelchair and the other in front of the chair. The caregivers were moving the lift towards the bed. As they were pushing the lift, as well as pulling the sling, the lift tilted. Staff lowered the resident to floor to stabilize the lift and raised it to transfer her to the bed safely. There were no injuries. Ref# 9681684-2013-0045.